Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, the pediatric patient experienced rising ketone values (no value reported). The patient uses a t:slim x2 insulin pump. The reporter stated the inaccurate readings have caused the patient¿s insulin pump to not receive correct blood glucose information or no blood glucose information, which has resulted in the patient receiving the wrong or no dose of insulin. It was reported that the patient was taken to the pediatric emergency room after a the sensor showed too low blood glucose value while at the same time the infusion set from the pump malfunctioned and caused a high risk of ketoacidosis. There was no treatment or further details reported on this event. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.